Event description:
It was reported that: the patient complains of swelling, pain, burning sensation. Patient reports that his left hip is extremely sensitive to the touch. The patient is currently with no insurance and would like for stryker to cover all the additional testing he will require.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.